Event description:
It was reported that perforation with pericardial effusion was found. Pericardiocentesis was performed. Patient was in stable condition following the procedure. Lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.